Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c.® dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Device labeling, available in print and online, states: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On jul 24 2015, kci was notified by the us food and drug administration that the following information was reported via voluntary report no. 2200710000-2015-8021: event date: (B)(6) 2015. The patient, a middle aged man underwent a planned procedure involving a skin graft and v.a.c. Dressing change with incision and drainage. During the procedure, a foreign body was discovered and removed from this patient's left upper arm. The foreign body was taken to pathology and confirmed to be remnant of v.a.c. Therapy. There have been several unsuccessful attempts made to obtain the v.a.c. Dressing lot number, therefore a device history review could not be performed.